Manufacturer narrative:
Of the 7 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that the one touch ping model pump experienced a suspend issue. These reports were received from various sources. The patients associated with this allegation ranged from 130-230 pounds and between 11 and 80 years of age. Of the reported patients, 2 were male and 5 were female.